Manufacturer narrative:
Other relevant device(s) are: product ID: bi71000522, serial/lot #: none. A medtronic representative went to the site to test the equipment. Testing revealed that the mvs 15 amp fuses had blown. The fuses were replaced and the system then performed as intended and passed a system checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system and mobile view station (mvs) were not charging upon being plugged into the wall. It was noted that the mvs was not getting any power to the light on the front of the system and that the imaging system battery indicators were not charging. It was noted the system had not been used in about 2 weeks. There was no patient involved when this issue was discovered.